Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of defective keypad was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad overlay buttons not working. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's button overlay, "second row with 7,4,1, scanner?, and soft button doesn¿t seem to be working" during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.